Event description:
Additional information was received from a patient (pt). It was reported that the stimulation still seems to turn off for maybe a minute or two and then turns back on. Patient said they were currently in the hospital after surgery for a hernia complication and the stim was still turning off even when there. Patient said they have stim at a level where they can just feel the stimulation, so they are able to tell when stim does turn off. Agent asked, patient said the issue happens at different times and positions and was totally random, but they would notice it a lot of times when they were staying still doing the dishes or reclining. Patient also said the implant is never below 30%. Patient said they'd met with reps in the past and the issue would even happen when the rep was holding the controller. Agent reviewed to continue to follow up with their healthcare provider (hcp)/rep once they are out of the hospital. Patient will also log when the stim turns off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They stated that the cause of the stimulator issue has not been resolved. The cause of the shut-offs has not been found. They stated that their battery is usually at 70% or more and their remote is kept on a dresser 6' from the bed. The occurrences usually happen at night while they are sleeping and no one else is in the house. The patient stated that it has also happened during the day and that the implant is not due for a battery replacement. Different representatives and a doctor have reprogrammed the remote and there has been no change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulation automatically shut off for no reason since a couple of weeks ago. Patient said the stimulation will turn off for a minute, maybe an hour, and then it turns itself back on again. Patient was able to connect to the implant with the controller and stimulation was on, but patient didn't feel the tingling like it should. Patient increased the stimulation in group a from 0.0 to 4.0, but still didn't get the pain relief that they need. Patient mentioned that they used to have the stimulation at 4.2, but now they can't get any relief in l1 or l2. Patient also mentioned the healthcare provider (hcp) wanted to move the range upwards, but hcp changed something and it's not working like it used to. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back about the same issue. Pt said they had met with their rep since this happened and the issue seemed to be resolved for about 3 weeks. Agent instructed pt to follow up with their hcp/rep again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they had reprogramming yesterday with manufacturer representative (rep) and rep noted no impedances and nothing was wrong with continuity. Patient stated that, because group a had been continuously shutting off, the rep programmed 4 programs in group b to 3.5 each and advised the patient to use group b. Patient reported everything was fine and they could feel the "tingle," but by the time they arrived home 15 minutes after the appointment, all programs in group b showed 0.0 and they no longer felt any stimulation. Patient stated they increased each program back to 3.5 and, after running for a few minutes, all programs again changed back to 0.0. Patient stated they had done this process about 6 times with the same result and noted they are in pain. Patient confirmed green outline around group b, stated ins is fully charged, and added no adaptive stim is programmed in. Agent conferenced with ts and redirected patient to rep to further address. Patient commented that rep had advised them to turn off stimulation while driving because it could become a distraction; however, patient stated if the stimulation is off and they try to get out of their car they will be in severe back pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient via email. Pt confirmed that the reason for the device was turning off was never found. The rep gave the patient a different choice to use, but pt prefer the old setting, group a #1-4, the coverage seems to be better. On the remote, the position patient is in has been disconnected. Pt is glad the implant is working again.